Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. Procode is krd/hcg. The name, phone and email address of the initial reporter are not available / reported. The code "no device problem found" code was used in investigation findings to indicate that the issue reported related to the resheathing failure could not be duplicated because functional evaluation was precluded due to the condition of the returned device. The code, "cause not established" was used in investigation conclusions is corresponding to the code ¿no device problem found." Conclusion: the healthcare professional reported that during the procedure, the 2.00mm x 6.00cm (B)(4) g3 mini coil ((B)(4) / 30375968) could not be resheathed. There was no report of any patient adverse event or complication. Multiple attempts to obtain additional information related to the procedure, and the reported device issue were unsuccessful. If additional information is received at a later date, this file will be updated accordingly. The complaint device was returned for evaluation and analysis. The investigational finding is documented below. Investigation summary: the non-sterile 2.00mm x 6.00cm galaxy g3 mini coil visual inspection was performed. The marker band was found at 41cm from the hub; this is within specification. The coil introducer was observed separated from the device. The device positioning unit (dpu) was observed kinked. No additional damage, or anomaly was observed. Microscopic inspection was performed; the embolic coil was observed in damaged condition. Functional evaluation cannot be conducted as the coil introducer is separated from the device. The embolic coil was also observed in damaged condition. A review of manufacturing documentation associated with this lot (30375968) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The reported issue that the complaint coil failed to be resheathed during the procedure could not be confirmed through functional evaluation due to the condition of the returned device. The embolic coil can be damaged during procedural handling and use. This is a known potential issue associated with the use of this device. The IFU provides proper handling instructions for the device to prevent such issue from occurring. The embolic coil can sustain damages during procedure handling where force may have been inadvertently applied. The complaint coil was reported to have issue being resheathed, with very limited information related to the procedure and the reported device issue, the exact cause of the observed damaged condition could not be conclusively determined; however, it may have been the result of inadvertent force that may have been applied during the attempt to resheath the coil. The coil introducer was returned separated from the rest of the device, this is an indication that force was used. It is not clear if it was during the procedure or after the procedure when the device was being prepped for return. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. In addition, devices undergo 100% inspection at final assembly for the condition of the embolic coil. Thus, it is not likely that the 2.00mm x 6.00cm (B)(4) g3 mini coil left the manufacturing facility with the embolic coil in a damaged condition. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event of failure to detach was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of two products involved with the reported complaint. The associated manufacturer report numbers is 3008114965-2020-00600. The manufacturer will submit a supplemental report if new facts arise, which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the procedure, the 2.00mm x 6.00cm (B)(4) g3 mini coil ((B)(4)/ 30375968) could not be resheathed. There was no report of any patient adverse event or complication. Multiple attempts to obtain additional information related to the procedure, and the reported device issue were unsuccessful. If additional information is received at a later date, this file will be updated accordingly. The complaint device was returned for evaluation. During the visual / microscopic inspection of the returned device, the embolic coil was observed damaged. Based on the product analysis on 12/17/2020, this event has been deemed MDR reportable as a ¿malfunction.¿